Event description:
Revision surgery - because the original stem failed (not djo stem) the original head and liner had to be replaced. Per conversation with surgeon's office, the reason for revision was implant instability (pt had dislocated three times in six months).